Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the locking bolt for the cone body broke/sheared in two as the surgeon was locking it into the device. The broken piece was removed and discarded and the device was left in the patient intact."